Event description:
It was reported that this pacemaker patient had been experiencing syncopal episodes. The health care professional (hcp) inquired about what triggers alerts in the remote monitoring system. The local area field representative was contacted for additional information, however at this time no further information is available. This pacemaker remains in service. No additional adverse patient effects were reported.